Event description:
It was reported that the patient was admitted with signs of cardiogenic shock after which they were placed on dual inotrope as well as a lasix (furosemide) drip. Of note, there was limited ability for imaging due to the patient's elevated creatinine levels. A review of the log file revealed no unusual events recorded in the log file event history. Additional information revealed that the patient passed away on (B)(6) 2022 due to cardiogenic shock. The pump will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion a direct relationship between the device and the reported event and subsequent patient outcome could not be conclusively determined through this investigation. The account communicated that the device will not be returned for evaluation. The submitted log file captured routine events. The pump appeared to function as intended and no unusual alarms or events were captured. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04aug2017. No further information was provided. The manufacturer is closing the file on this event.